Event description:
Intense pain [arthralgia]. Effusion [joint effusion]. Case description: spontaneous report was received on (B)(6)-2011 from a physician regarding a patient (name, age and gender not provided) who experienced intense pain and effusion after receiving synvisc-one. The patient's medical history was not provided. On an unknown date, the patient received synvisc-one (exact location not provided). On (B)(6)-2011, the patient was seen again by the hcp. The patient was experiencing intense pain and effusion. Fifty ml of synovial fluid was withdrawn and the patient was given a corticosteroid injection. The hcp stated that in his opinion, the pain was related to the volume of the product that was being injected when synvisc-one was given. The outcome of the patient was not provided. For other reports from this reporter, please refer to manufacturer control numbers synv-(B)(4). On (B)(6)-2011, additional information was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.